Event description:
Exploratory laparoscopy done due to ongoing pain, fever, chills and fatigue. Bard composix e/x mesh that was placed to repair ventral hernia - 2009 - had curled under on itself causing extensive adhesions. Mesh was trimmed along with lysis of adhesions. Pain still persisted after surgery - diagnosed with allergy/infection of mesh. Recommendation to have mesh removed as soon as possible. Surgery to be 2009. Dates of use: 2009. Diagnosis or reason for use: ventral hernias.